Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. It was noticed by visual inspection that on the returned air gas module that the air entrance to the air filter in the air gas module was contaminated. The liquid contamination was confirmed inside the filter's chamber inside the air gas module. No further investigation is needed as ingress of liquid substances can damage the electronics inside the gas module which may lead to short-circuit and malfunction of the gas module. The source and the type of liquid is unknown. However, the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).